Event description:
It was reported that during the implant attempt, the physician was unable to implant the 4195 lead. The lead would not track over a sharp bend. The lead was removed and returned and a 4196 lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the lobe mechanism.